Event description:
Customer reported that the insulin pump had an error alarm during the manual prime. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 176 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose and protruded drive support disk. No alarm was noted for a compromised force sensor system. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.